Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had high system impedance measurements measuring, 180 ohms. At implant, system impedances measured 120 ohms. Technical services discussed possible causes and provided troubleshooting options. Additionally, it was noted that shock lead impedances have been gradually rising. An x-ray was obtained, and the coil was determined to be too superior. The patient was brought back for defibrillation threshold (dft) testing however, it failed to induce ventricular fibrillation (vf). Additionally, it was noted that the battery percentage was at fifty percent. Subsequently, the system was explanted and replaced with another system. No additional adverse patient effects were reported.

Manufacturer narrative:
Filing correction report to correct fields b5 describe event or problem, and d6b explant date.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Filing correction report to correct fields b5 describe event or problem, and d6b explant date.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had high system impedance measurements measuring, 180 ohms. At implant, system impedances measured 120 ohms. Technical services discussed possible causes and provided troubleshooting options. Additionally, it was noted that shock lead impedances have been gradually rising. An x-ray was obtained, and the coil was determined to be too superior. The patient was brought back for defibrillation threshold (dft) testing however, it failed to induce ventricular fibrillation (vf). Additionally, it was noted that the battery percentage was at fifty percent. Subsequently, the system was explanted and replaced with another system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had high system impedance measurements measuring, 180 ohms. At implant, system impedances measured 120 ohms. Technical services discussed possible causes and provided troubleshooting options. Additionally, it was noted that shock lead impedances have been gradually rising. An x-ray was obtained, and the coil was determined to be too superior. The patient was brought back for defibrillation threshold (dft) testing however, it failed to induce ventricular fibrillation (vf). Additionally, it was noted that the battery percentage was at fifty percent. Subsequently, the system was explanted and replaced with another system.